Event description:
Five (5) of fourteen (14) excel xw wheelchairs had left-rear wheelbearings fall and the wheel fell off. Inspection of remaining nine (9) wheelchairs revealed a "clicking" sound and "wobble" to the wheel that suggest iminent failure. It appears that the MFR used "standard" wheel bearings on this extra-wide, heavier load-bearing wheelchair that requires a "heavy=duty" wheel bearing.